Event description:
It was reported that a mitral bovine valve was explanted after an implant duration of approximately 5 years and 5 months (65.23 months) due to calcification. The explanted device was replaced with a mechanical valve.

Manufacturer narrative:
Evaluation summary: the returned valve was visually examined and examined by x-ray. Calcification was noted to be moderate to heavy in the cusp area of leaflet 2, moderate in the cusp area of leaflet 3 and minimal to moderate in cusp of 1. At the free margin of leaflet 2, minimal to moderate calcification was detected. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 5mm. Host tissue was moderate to heavy at the stent inflow and the stent outflow. The wireform was exposed at the outflow aspect. The x-ray demonstrated calcification. A review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device met all specifications. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time